Manufacturer narrative:
Concomitant medical products: product ID :neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by the patient that they had blood on their gauze. The patient said they were bending and weren't sure if they moved something. Additional information was received from the patient on (B)(6) 2021. They reported that they had an infection where the wires were.